Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not begin therapy. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, & investigation conclusions), h10, h11 corrected fields: b5. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found autofill failure in the logs. However, there were no issues with autofill during inspection. The catheter used at the time of issue was not available. The reported issue was unable to be replicated. The fse performed a full calibration and the unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not begin therapy. There was no patient involvement. Related to complaint 701286 & 701280.

Event description:
N/a.